Manufacturer narrative:
The device was evaluated. Based on investigation results, a definitive root cause could not be identified. Probable cause based on reasonably known information was due to stress, degradation, wear and tear , external factors. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the bronchovideoscope to the service center for a separate issue. During the device analysis, the service repair technician indicated that corrosion at the light guide lens and the bending tube was found. There was no patient involvement.